Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer's calibration and qc results, system alarm trace, and sample pre-analytical details were requested but not provided. The patient's sample was requested for further investigation, but not enough sample remained for further investigation. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer provided the patient's sample for an investigation and the sample was tested on a cobas 8000 e 801 module. Also, the sample was tested on an outsourced abbott architect analyzer. Refer to the attachment on the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.